Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the contact was trying to help their wife turn off their ins. The contact stated that they could not make it do anything, but it was on. No symptoms were reported. No further complications were reported. Follow-up was conducted.